Manufacturer narrative:
This is the same event as 3010536692-2015-01748.

Event description:
Allegedly, patient was revised due to mom complications: pain; metallosis; dislodged acetabular component right.